Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chol - "after the clips were fired on tissue the clips were still open at the end. The clips didn't close properly." Patient status "ok."

Manufacturer narrative:
Evaluation summary: the event unit was returned for evaluation. Upon visual investigation, engineering found visible damage to the top cartridge and severely misaligned jaws in the clip applier. Engineering determined the root cause for the incident was likely due to excessive force applied to the distal tip of the device which caused damage to the top cartridge and feeder components causing incomplete clip closure. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.